Manufacturer narrative:
(B)(4).

Event description:
It was reported that, there was a revision surgery of genesis2 resurfacing patella 35 mm due to patient experiencing pain. It is unknown how the procedure was finished and if there was a delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
It was reported that, there was a revision surgery of genesis2 resurfacing patella 35 mm due to pain. It is unknown how the procedure was finished and if there was a delay. No other complications were reported. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. A medical analysis noted that the requested medical documentation was not available due to lack of consent. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, a thorough assessment cannot be rendered. Peripheral neuropathies have been reported following joint surgery. Subclinical nerve damage may be a result of surgical trauma. Temporary or permanent nerve damage can result in pain, weakness or numbness of the affected area. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.